Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the o-ring of the reservoir was missing due to which insulin was leaking and the customer's blood glucose was not known. The product will not be returned for analysis.